Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed a bubbled dso seal and a worn uso seal. The tamper seal was broken. There was no evidence to review in the device's event history log. The reported issue was observed and duplicated. As a result, the dso seal was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown, d3, g1, and g2 email is: (B)(6).

Event description:
It was reported that the pump exhibited a bubbled downstream occlusion seal. No patient injury was reported.